Event description:
Reportedly, on (B)(6) 2025, when clicking on "disable current pairing" button, the entire patient is deleted from the system. Difference between "disable current pairing" button and "delete patient" button is not clear.

Manufacturer narrative:
Review of the provided information permit to establish that on (B)(6) 2025, the subject patient was not deleted from the system. However, after clicking "disable current pairing", the associated profiles will not appear on the default search page if the "search only follow-up patients" checkbox is selected. The user must uncheck the box to be able to see these profiles. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Review of the provided files/information and event logs is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, when clicking on "disable current pairing" button, the entire patient is deleted from the system. Difference between "disable current pairing" button and "delete patient" button is not clear.